Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned severed approximately 19 cm from the is-1 terminal pin. Visual inspection noted a setscrew mark on all terminal connectors. Resistance and pressure tests were completed on the lead segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the returned portion of the lead.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead went to the hospital after the associated implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation of the device discovered that the shock impedance measurements on this rv lead were above 200 ohms. It was also noted that the shock impedance measurements had risen from 75 to over 200 ohms over the last few days. In addition, the pacing impedance measurements had sharply increased from 550 to 1,100 ohms. The lead measurements were tested while the patient was moving his shoulder and the out of range shock impedance measurements were observed. There was no noise was detected on the electrogram (egm). A revision procedure was performed. After the device pocket was opened, the physician noted that the rv lead¿s terminal pin was visible a few millimeters from the connector block. This was also confirmed through x-ray. With the lead still connected to the device, impedance measurements were obtained while the physician performed the tug-test. The impedance values were stable and no noise was observed on the egm during testing. The rv lead was cut and the distal portion was surgically abandoned. A new rv lead was implanted without any further issues. No additional adverse patient effects were reported. The proximal portion of the rv lead will be returned for laboratory analysis.